Event description:
It was reported that during c&m, 3 groshong PICC lines got ruptured. She cut the catheter and joined fresh repair kit and resolve the issue. No other information was provided. This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.